Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. Upon inspection, it was noted that there was a crack in the reservoir connecting tube. The reservoir and pump were replaced. The old reservoir was not removed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block and not returned for analysis. The pump passed the leakage test and the functional test. The reason for the device mechanical issue and tube hole/perforated was unable to be determined.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. Upon inspection, it was noted that there was a crack in the reservoir connecting tube. The reservoir and pump were replaced. The old reservoir was not removed. There were no patient complications.